Event description:
It was reported that the customer experienced ongoing low blood glucose levels under 40 mg/dl. Cause was not known. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.